Event description:
Patient was rolling knee walker backward when the knee walker tilted and both unit and patient fell over. Patient's spouse reported that patient had been unsteady on the unit prior to event and never felt comfortable using it. Patient fractured femur and required surgery.